Event description:
Attorney alleges that the patient underwent reversed ostomy surgery and was implanted with phasix biological mesh on (B)(6) 2021. Post implant the patient had the sign of infection on (B)(6) 2021 and had a lot of bleeding on (B)(6) 2021. It was alleged that the patient had a wound vacuum for six weeks on (B)(6) 2021. It was alleged that on (B)(6) 2021 the patient noted fat necrosis at wound site and had anal bleeding in the left upper quadrant on (B)(6) 2021. It was also alleged that the mesh was noted to be exposed, debridement was done, sutures exposed and a wound vac replaced on (B)(6) 2021 and on (B)(6) 2021 the wound was seen to be healing and granulated, without sign of infection. On (B)(6) 2021 an opening of the wound of 2 centimeters appeared and phasix mesh was visible with nothing to debride and wound care with wound packing continued. On (B)(6) 2021, 100% granulation of the wound was noted, and patient had pain on right upper quadrant. On (B)(6) 2022 the wound was nearly healed and had not healed completely, and patient had pain in the left costal area. On (B)(6) 2022, patient referred for esophagogastroduodenoscopy to his primary care physician to evaluate pain. On (B)(6) 2022, patient complained of persistent pain after having a prior internal right upper quadrant pain prior work up that was negative. On (B)(6) 2022, patient complained of persistent pain and defendant attributed the pain to be mostly likely due to shrapnel. On (B)(6) 2022 patient experienced pain and underwent CT scan which shows 2 small sinus tracts. On (B)(6) 2023, patient underwent CT scan revealed chronic wound sinus tracts. On (B)(6) 2023 elliptical incision was made around the non-healing wound, two proline sutures were removed, and no mesh was seen which indicate mesh migration. On (B)(6) 2023 and (B)(6) 2023 postoperatively the wound appeared to be healing and by (B)(6) 2023 the wound was open, and patient was suffered by chronic non healing drawing wound and was scheduled for a surgical debridement. On (B)(6) 2023, the 2x2cm of phasix mesh was removed from the patient's body, sinus tract was excised, and patient was prescribed with anti-biotics. On (B)(6) 2023, a wound vac was placed. It was alleged that patient had abdominal wound which called as abdominal ulcer. It is also alleged that the patient had suffered injuries and damages including but not necessarily limited to prolonged consistent and repetitive infection; multiple painful debridement's; discomfort; exacerbation of existing injury; disability both total and partial and temporary and permanent; loss of function; depression; drug dependence; damage to his person; damage to his mental condition; damage to his physical ability to perform; interference with his life enjoyment; loss of earning capacity and loss of earnings.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including infection, bleeding, ulcer, necrosis, pain, disability and removal of the mesh. The instructions-for-use supplied with the device lists infection and hemorrhage as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.". No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.